Manufacturer narrative:
A.1.-a.5. Patient information was not provided. D.4 unique device identifier (UDI) number is not available for this product as it is a class ii medical device manufactured before september 24, 2016 which is the FDA compliance date to implement UDI code. H11: livanova deutschland manufactures the heater-cooler system 3t. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received a report that a heater-cooler system 3t system wont warm up during procedure. There is no report of any patient injury.

Manufacturer narrative:
A livanova field service engineer was dispatched the customer. To solve the issue, the engineer replaced the cardioplegia bridge and flat gaskets. The device was tested and returned successfully to customer. Based on the information received the affected side is the cardioplegial side. Cardioplegia pump malfunction is not likely to result is death or serious injury since cardioplegia solution is delivered in small volumes and at regular intervals allowing the user to perform cooling/heating through alternative methods (i.e. Ice for cooling) or to use another circuit of the device. Thus, temperature management on cardioplegia side is not critical. Event is being reassessed as not reportable.